Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user could not turn the connector adapter to attach the set, despite inserting components in the advised order and aligning the flat side to the left before attempting a right turn; use of pliers enabled attachment and the supply change was completed. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting by verifying insertion order and connector alignment, followed by guided use of a tool to assist rotation. Investigation of this case revealed difficulty attaching the connector consistent with a connection/fitment issue of the connector component that was resolved with additional torque using pliers. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty in engaging the connector during setup, with product functioning as intended after proper technique and assisted torque were applied.